Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and suture were not returned. The insertion tube is bent at the distal end. Bio debris is present. The cleat is fully extended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended excessive force applied to the device, or over tensioning the suture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and suture were not returned. The insertion tube is bent at the distal end. Bio debris is present. The cleat is fully extended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended excessive force applied to the device, or over tensioning the suture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, after the insertion site was cleared of all debris, when a q-fix knotless anchor was implanted and the inserter removed from the bone hole, the transfer suture (the looped end) did not move and could not be extracted. The suture was compelled to cut. The procedure was resumed, after a 10-minute delay, using an equivalent s+n back-up. No additional anesthesia was required. No further complications were reported.